Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The site reported that a patient had complaints of glare at night with headlights, fog in vision, blur, and eyes that aren't working together. The patient's right eye (od) refraction was -1.75 +0.50 x179 after lock-in, which was within 0.25 d of the targeted spherical equivalent value. The patient was provided trial contact lenses to reduce the myopia, which did alleviate the patient's symptoms. The patient then underwent a corneal refractive procedure to address the refractive error, however, there was still residual refractive error after this procedure and the decision was made to replace the lal in the right eye with another lal (sn (B)(6), +20.0d). The device history record for the manufacturing lot of the explanted lal was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +19.5d) was explanted from the right eye (od) of a patient who had lals bilaterally implanted. The explant was completed on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.